Event description:
The facility reported an infusion pump with a failure code 12:303. The facility's rep stated that no pt incidents have been reported on this pump since the last baxter service event. It is not known if the reported event occurred during a pt infusion. Additional info was requested but none was provided.